Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 800cc mentor cpx4 with suture tabs medium height smooth expander catalog: 3509216 lot: 7668880 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction revision with two 800cc mentor cpx4 with suture tabs medium height smooth expanders, suffered left side leakage post-operatively. As a result, the patient underwent bilateral removal and replacement with two 790cc mentor memorygel breast implants on (B)(6)2019.

Manufacturer narrative:
On 6/25/2019, the product investigation was completed. Device investigation summary: the analysis results show that the device it was noticed in the posterior view a suture patch damaged. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Tissue expander are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).